Manufacturer narrative:
Per the reporter, the device is not available for return. The investigation is ongoing.

Event description:
It was reported that during the implant procedure of an intraocular lens (iol), the trailing haptic was caught on injector & torn. The initial incision was enlarged from 2.75mm to 6.0mm to remove and replace the iol with another manufacturer¿s iol. The patient has fully recovered. No additional patient outcome is available. Additional information has been requested but not received.

Manufacturer narrative:
Additional information: g3, h2, h5, h6, h10/11. Per the reporting facility, the device is not available for return. As the lot number is unknown, the associated device history record could not be reviewed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. A definitive root cause for the event cannot be determined, however, based on the information provided this event may be related to an unintended loading error. Loading of the iol is essential for the performance of the injector and its cartridge. Issues during the loading process may lead to torn haptics. User-related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.